Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of diarrhea, fever, and bacterial peritonitis with culture positive (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized and diagnosed with bacterial peritonitis manifested by abdominal pain, cloudy effluent, fever, and diarrhea. On an unreported date, the patient was treated with unspecified antibiotic therapy. The reporting nurse stated that the cause of the peritonitis was due to a poor environment. Dianeal pd4 unknown therapy was ongoing. It was not reported whether the fever or diarrhea resolved, but the bacterial peritonitis was ongoing and improved. The reporting nurse stated that the bacterial peritonitis was not related to the dianeal pd4 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.